Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No x-rays were provided to confirm the alleged event. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); nonunion or delayed union...". "...warnings, cautions and precautions these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs...". "...patient education: the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...".

Event description:
On (B)(6) 2014, patient underwent an anterior cervical discectomy and fusion procedure. As per reporter approximately 24 months post-operatively, radiographs showed a screw fracture at c5 level. No revision procedure will be performed at this time.